Event description:
The patient's pump was infected. Withdrawal procedure was discussed. The patient's outcome was not reported. Drug delivered via the device was lioresal. Additional information has been requested, but was not available as of the date of this report.